Event description:
It was reported that during a routine follow-up appointment, a substantial decrease in the battery longevity was noted from this device. Boston scientific technical services were contacted and recommended device replacement within 90 days. At this time, the device remains implanted and in service. The patient was stable with no adverse consequences.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued a field safety notice regarding a subset of cognis/teligen devices that has an elevated potential of exhibiting this behavior. This particular device is included in the low voltage capacitor advisory population.

Event description:
It was reported that during a routine follow-up appointment, a substantial decrease in the battery longevity was noted from this device. Boston scientific technical services were contacted and recommended device replacement within 90 days. At this time, the device remains implanted and in service. The patient was stable with no adverse consequences. Additional information was requested regarding the explant procedure, however, has not yet been received. The device was subsequently explanted and replaced to resolve the event.

Event description:
It was reported that during a routine follow-up appointment, a substantial decrease in the battery longevity was noted from this device. The device was subsequently explanted and replaced to resolve the event. The device has been received and is currently undergoing analysis. Once analysis is complete, this record will be updated. The patient was stable with no additional adverse effects reported.